Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 09 oct 19 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Expiry date: 31 mar 2017.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat pain secondary to severe varus osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain, stiffness, and decreased rom secondary to loosening of the tibial tray. Upon entering the joint, the surgeon performed a complete synovectomy. The surgeon notes the components were well aligned. The tibial tray was loosened and debonded at the cement to implant interface and revised. The femoral component was well-fixed but revised. There was no reported product problem with the explanted tibial insert. The patella was well-fixed and retained. The patient received a competitor revision construct. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2019. Right knee.